Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said the catheter leaked. He said he thought he may have needed a larger balloon.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be "incorrect balloon design (inflation diameter undersized)". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient said the catheter leaked. He said he thought he may have needed a larger balloon.